Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the clamping jaw is broken and the adaptor is warped and will not fit into the engine. This was attributed to excessive handling. The device was returned unrepaired to the customer on 05/27/2013. Placeholder.

Event description:
The device was returned for repair, no further information was provided. During service it was reported that the connection part of the device was distorted and the clamping jaw was broken. This is report 1 of 1 for complaint #(B)(4).